Manufacturer narrative:
No product will be returned per customer. The customer¿s report of a bubble in the silicone segment was confirmed per a picture received from the customer. It was observed per the picture received that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment. The root cause of this failure could not be determined.

Event description:
The customer reported that an infusion of 500 mg/ 50ml of propofol at 18 mcg/kg/min stopped infusing while the patient was undergoing an MRI. A bubble in the silicone pumping segment was noted. Since the patient was not adequately sedated the MRI was cancelled. The rn replaced the tubing and devices, which resolved the issue. There was no lasting harm.